Event description:
The pt was not getting stimulation. Impedances were found to be >3600 ohms on all combinations with #0 and #8. The leads were replaced. There was no pt injury. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis of the first lead revealed a reliability non-conformance - the #0 conductor/wire was broken 2.9 cm from the proximal end; the distal end was intact and undamaged. Final device analysis of the second lead revealed a reliability non-conformance - the #0 conductor/wire was broken at the #0 electrode crimp sleeve; the distal and proximal ends were intact and undamaged. The final device analysis of the titan anchor revealed no anomaly found. Titan anchor.